Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
During a dynamic hip screw procedure at the it was noticed a metal guide wire sleeve from the variable angle guide (704014) came out and had to be retrieved from the patient. This was seen on x-ray. The delay cost 5 min according the theatre staff. The procedure was not compromised.

Manufacturer narrative:
The reported event that "703014" was alleged of "mechanical issue - dislodged/dislocated" could be confirmed. The device inspection revealed the following: the metal tube (tube 1) in the upper opening is missing. The scars in the material point to a potential use of excessive force during guide pin insertion. The material shavings indicate an excessive use of force which might have led to the removal of the metal tube from the opening. The number of use/reprocessing for use cycles is unknown. More detailed information about the complaint event must be available in order to determine the root cause of the complaint event. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
During a dynamic hip screw procedure at the it was noticed a metal guide wire sleeve from the variable angle guide (704014) came out and had to be retrieved from the patient. This was seen on x-ray. The delay cost 5 min according the theatre staff. The procedure was not compromised.